Event description:
Reportedly, the sizer broke after repeated sterilization. Method of sterilization: prevacuum at 121 degrees celsius for 20 minutes. If the sizers are not used they are sterilized every 2 months. After investigation in other hospitals this should not be a reason for failure.

Manufacturer narrative:
Customer letter with evaluation results has been sent. Device evaluation: the replica end exhibits crazing at polysufone plastic connection to the handle rod. There are no pieces missing form the replica end. The cylindrical end was broken off from the handle. Broken piece was returned, is most likely a section of the cylindrical connection to the handle rod.

Manufacturer narrative:
06/15/2009 per follow up with the affiliate, sizer was broken and will be returned. There is no indication as to how long this device has been in service or how many times it has been used and sterilized. Requested more specific cleaning and sterilization procedure information from the hospital. This was determined to be reportable per edwards lifesciences procedures. This is not a serialized device, therefore, no DHR review can be done. No additional information is available.